Event description:
It was reported the patient had his acticon neosphincter removed and replaced on (B)(6) 2013 due to fluid loss. No patient complications were reported in relation to this event.

Manufacturer narrative:
Balloon - catalog #7242106, serial # (B)(4), expiration date 10/02/2001, manufacture date 10/1996. Pump - catalog #72402287, serial # (B)(4), expiration date 02/28/2002, manufacture date 02/1997. Returned device analysis results indicate the balloon rating is unsatisfactory, as the balloon tested at 90.0cmh2o and the balloon is rated at 101-110cmh2o. The cuff rating is undetermined, as the leak in the cuff appears to be the result of a sharp instrument which probably occurred during removal. The pump rating is functional as the resistor flow rate is 2.00ml/min. The specification is 1.3-1.6ml/min. No complaint of the cuff refilling too fast. Should additional information become available regarding this event it will be evaluated and a follow-up report will be sent.